Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a cut in rinse line tubing to the differential mix chamber. The tubing was replaced and the instrument ran without leaks. Repairs were verified per established procedures. (B)(4).